Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the half height cubie c4 failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open in the half height drawer. A field service engineer (fse) removed the faulty cubie and gave it to the user to return to the pharmacy and to install a new cubie for testing. The fse confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.